Event description:
The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced an unknown cgm malfunction due to which no cgm readings were available. The day of the event the patient was visiting a friend when she experienced nausea and sweating. The patient went to bed but then they were ¿unable to wake her up¿ and the emergencies were called. The patient was not aware that at that moment no cgm readings were available. The paramedics provided an unknown medication, no blood glucose reading was reported. No further treatment was reported to have been needed, and there was no documentation of further medical intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.